Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 42mg/dl and high blood glucose of over 400mg/dl. The customer was treated for the low blood glucose with food and blood glucose went to high and treated high with injection. The customer declined troubleshooting for low and high blood glucose. The product will not be returned for analysis.